Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient had followed the steps for disconnecting and ending therapy prior to calling. The patient was traveling and would not be starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.